Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl and an insulin injection was used to address the bg level. The customer changed to a new box of cartridges and the occlusions were resolved.